Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink device leaked during an infusion with an unspecified antibiotic. A hole was observed in the tubing at the distal end near the luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found a cut in the tubing near the male luer lock adaptor. Underwater pressure test was performed and noted a leak at the cut in the tubing. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.